Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a critical pump error alarm. The customer was near water when the alarm occurred but the insulin pump was not wet. There were no cracks on the insulin pump. The customer¿s blood glucose level was 5.2 mmol/l. The customer was advised to stay on their back-up plan. The device will not be returned for analysis.